Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97755-s serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial #: (B)(6) h3. Analysis of the recharger found that the recharge antenna cable was frayed and the recharge antenna got hot after running it. The recharge antenna failed due to a "no device found" message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient states she cannot charge her implanted neurostimulator (ins). Pt states she charged 2 hours and got to 10%. Pt states she needs her implant badly. Patient states she has been having this issue for about a week. Patient service specialist advised to reset controller and after reset patient was seeing blinking green light and controller was at 100% and implanted neurostimulator was at 30%. Pt states she was seeing good last night and thought that was an issue as she was used to seeing excellent, agent reviewed still is charging and saying good. The troubleshooting steps that were taken on the call resolved the issue. Information was received from a patient regarding an external device. The reason for call was patient stated she has not been able to charge the implanted neurostimulator for 3 days. Patient stated the ins will not charge past 30 40%even after leaving the recharger (rtm) on for 5 hours and it is still the same. Patient stated a few times a message has come up that the controller battery needs to be replaced patient stated this started more than a month ago but it has been worse the past 3 days the issue was not resolved through troubleshooting. Patient service specialist is sending a request to the repair team for the controller. Pt called in and reported that the replacement controller did not resolve the issue. Pt verified they are using their replacement co ntroller. An email was sent to repair to replace the recharger.